Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they have been having issues with their device for a couple of months. Caller stated that sometimes it will give them a call the doctor screen (caller did not remember any other details of the message) and then it will finally come on. Caller stated that they tried to recharge today and their recharger keeps giving a weird sign on the screen and will not charge at all. Caller described seeing the reposition antenna message on the recharger. Agent reviewed screen meaning with the caller and the patient was redirected to their healthcare provider to further address the issue. Patient stated that for a couple of months their ins has not been staying charged as long. Agent reviewed information and the patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient reported the battery is dead and they wanted it replaced as soon as possible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.